Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 46446. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged main board. Functional testing revealed the device would not power on. The event history log was unable to be downloaded. The main board was replaced. The device then passed all functional tests.